Event description:
Patient was prescribed an iceman unit, post meniscal surgery. I called the pt the next day and he felt fine, however, two days subsequent to this, he complained of increasing pain. He returned to the office five days post op and was found to have early frostbite. The wound demarcated and required skin grafts and hospitalization. The skin was well padded and he was instructed to change the ice every 6-8 hrs. The dressings were wet at the first post op visit. Dates of use: five days in 2002. Diagnosis or reason for use: meniscus surgery. Event abated after use stopped: yes.